Event description:
During a coronary drug eluting stenting treatment procedure, the delivery device shaft fractured. The physician predilated the 80% severely stenotic, calcified lesion in the tortuous rca with a maverick 2.5 x 15 mm balloon which burst after the 3rd inflation (unk atms). He then deployed two taxus express2 drug eluting stents 3.0 x 12 mm and 3.5 x 12 mm in the rca. He attempted to cross the lesion proximal to the 2 previously deployed stents with the taxus express2 3.0 x 16 mm drug eluting stent, but was unable to do so. While attempting to remove the taxus stent it became caught on calcium, which caused the catheter to come apart at the proximal port. The physician was able to retrieve the broken shaft and proceeded to deploy two more taxus express2 drug eluting stents (unk sizes). There no were pt injuries or complications reported. Same case as MFR's #: 6000089-2004-00554.